Event description:
Healthcare professional reported right side "periprosthetic shell". Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2004. Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic shell" captured as capsular contracture, baker grade unknown.